Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the ecm involved with this complaint and completed the device evaluation. Failure analysis confirmed via field error logs but could not reproduce the reported failure. Tests performed via matlab passed. Axis 1 motor, axis 1 pot, and cfca pca will be replaced as a precaution. The ecm is ntf (no trouble found). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer experienced recoverable errors when the endoscopic camera manipulator (ecm) was moved. An isi technical support engineer (tse) reviewed error logs and confirmed error 23025 pointing to the ecm, axis 1. The tse had the customer perform a hard reset with no change. The customer continued the procedure with another patient side cart (psc). The procedure was delayed for more than 30 minutes. The procedure was converted to another da vinci with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported the error would occur whenever the ecm was moved. The issue occurred when the procedure was in progress for 15-20 minutes. The customer did not attempt to reset the instrument or drape. It was unknown if the system was inspected prior to use as she was not in the room for the procedure setup. The procedure delay was less than 30 minutes since the staff had a lunch break for 30 minutes and came back with the second psc available. It is unknown if additional anesthesia was administered. The procedure was completed with the second psc. There was no patient injury or fragment fall into the patient. Isi followed up with the regional manager technical support and obtained the following additional information: the ecm was truly down. It was not possible for the customer to continue. The customer had exhausted all troubleshooting steps and a field service visit was required to resolve the issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse was able to replicate the issue on the suspect ecm. Ecm was replaced. The system was tested and verified as ready for use.